Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Tandem technical support instructed the customer to reset the pump to resolve the issue. Customer's blood glucose was 200 mg/dl.